Event description:
It was reported that a recovery filter that had been implanted 15 months previously had migrated to the pt's heart. It was reported that the filter allegedly migrated after an interventional cardiology procedure "as the pt." It was confirmed by chest x-ray that the filter was properly positioned prior to the interventional cardiology procedure. The filter was removed via open heart surgery. The pt is currently recovering.